Event description:
Additional information provided by the customer on (B)(6)stated that in this case the needle did not detach as originally reported, however, the nurse practitioners feel that this occurs due to the manufacturing of the needing and the cap. In this case the needle leaked.

Manufacturer narrative:
Section b5: describe event or problem - initially, the customer had reported that the needle detached however after receiving additional information on 8/31/23, it has been confirmed that the needle did not detach, rather it leaked therefore the description summary has been updated. Section h6: medical device problem code - initially coded as 2907 has been updated to code 1250.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports: the needle falls off the syringe (packaged needle/syringe). Per additional information provided on 8/4/23 this incident occurred in (B)(6) 2023. The incident was not reported in (B)(6) because it was a one off and it seemed to be an educational/practice issue.